Manufacturer narrative:
(B)(4) - pustules. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a bunionectomy in (B)(6) 2013 and suture was used. Five weeks later, the patient developed pustules and weeping at the wound site. The site was painful and inflamed. The patient states that she was told that she is having an allergic reaction. She was treated with a steroid cream. Additional information has been requested.